Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported due to complications occurred during previous surgery on (B)(6) 2019 (reference manufacturer report number: 1627487-2018-10129 and 1627487-2018-10130), patient had only one lead implanted and was not receiving effective pain relief. Patient¿s lead was explanted and replaced with a paddle lead to cover patient pain area. Postoperatively, effective therapy was restored.